Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was on p 2 before and was having problems/symptoms/she was not getting enough time after the signal to make it to the bathroom and the healthcare professional (hcp) put her on p 1 probably in the first part of (B)(6) (therapy was not working). The hcp told her to keep voiding diary. He also instructed her to turn the device off. She turned ins off and when she woke up her bed was completely soaked. She has not turned ins off again. She reported her symptoms returned on monday again. She cannot stop peeing. She was able to quit wearing diapers before and did not even have any now. The patient stated she replaced the batteries in the patient programmer (pp) and still no improvement. Patient services had the patient use the pp on the call and they connected the ins and it was on p 1 at 6.3 v. The patient felt no stimulation. She stated she already tried going to 6.5 v and was not getting signals or anything. The patient was scheduled to see the hcp the next day. Additionally, the patient stated the batteries in the patient programmer did not last very long. She had to replace the batteries every 2-3 weeks. The longest they ever lasted was about a month. At first, she had cheap ones in there and then she started using (B)(6). She stated the pp did not power up when the batteries needed to be replaced. When her symptoms returned this time she also discovered the pp batteries were dead. She also stated she could not get any sounds to work on the patient programmer. Patient services had the patient use the pp and it looked like the sound was on. No symptoms or further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had notified their managing physician for the issue and noted that they had not been helpful. The healthcare professional (hcp) told them that stated that ¿I told you that it would help you but I didn¿t guarantee your problem would be solved¿. The patient kept increasing the ¿numbers¿ and nothing helped as they were having to wear diapers and still had incontinence issues. They stated that they called the manufacturer and explained what was going on. The patient further reported that they did return the device (programmer). There were no further complications reported or anticipated.